Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl which was treated with food. Customer¿s current blood glucose value was 140 mg/dl. Customer stated she was without the insulin pump and gave manual shots. Customer stated insulin pump showed battery change message and after that was a frozen screen. It was unknown if customer using auto mode feature at the time of event or not. The insulin pump will not be returned for analysis.